Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was fractured. The rv lead was explanted. No patient complications have been reported as a result of this event.